Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two procedures involving one cre pro wireguided device. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon device was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the exit marker of the device detached and unknowingly was left inside the scope. The scope was then reprocessed as per protocol. On (B)(6) 2019, during a separate esophagogastroduodenoscopy (egd) procedure, the detached exit marker was discovered inside the scope when it partially dislodged by a biopsy forceps that was being introduced through the channel of the scope.